Manufacturer narrative:
The customer's test strips were not available to send back for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.

Event description:
It was alleged that a patient received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago method, resulting in a value of 3.6 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 4.9 inr. The patient's therapeutic range is 3 - 3.5 inr.